Event description:
I weigh 116lbs at 5'6.5" height. I needed to sec a doctor/plastic surgeon to suggest cellulite treatments for minor inflammation on my right hip (I suffer from pcos and diabetes, which I did not know at that time). I visited the plastic surgery (B)(6) to consult with a doctor who has a wide range of expertise and could suggest methods appropriate for me, my condition and my needs, however I was seen by a cosmetologist who posed as a nurse and called herself a "technician" which made me assume that she was a medical technician/nurse. She was just a cosmetologist (B)(6). She was only certified in cool sculpting, without any medical knowledge. She failed to suggest cellulite methods for me and she urged me to have cool sculpting done. She falsely deemed me a "good candidate" for cool sculpting. When I expressed hesitancy she failed to inform me about the dangers of cool sculpting especially on a thin woman. When I read the consent form of cool sculpting, there was no warning for the type of injury I sustained. I became aware of my injury on (B)(6) 2021, unable to figure out why there was a large dark space on my right leg and hip. During the procedure I was in excruciating pain due to the suction of coolsculpting that pulled my flesh and damaged it permanently. I joined a class action lawsuit against allergan of cool sculpting, but under the "pah" type of injury- the only available option, so the law firm recently notified me that they were unable to reach a settlement with allergan who refused t0 pay for my permanent injury. I was not a candidate for this medical procedure that coolsculpting is, as many doctors verified (dr (B)(6) my treating physician). Donated fat would cost about (B)(6) out of which I paid (B)(6) without improvent. Coolsculpting authorizes cosmetologists to evaluate patients and give medical advice and deem people candidates without physician evaluation. So the state of tn doesn't require doctors to perform and examine patients for non-surgical procedure, thus allows cosmetologists to do the job of a doctor which resulted in injury in my case. Since coolsculpting is a real medical procedure. A doctor would have advised me against cool sculpting and informed me about what it is, how it works and the fact that I was not a candidate due to my weight. Cool sculpting should not license cosmetologists to evaluate patients (most importantly). Cool sculpting purposely docs not state on their website that this "fat freezing" procedure is liposuction, that it is a vacuum-type of action utilizing a suction cup that "freezes fat cells". They do not disclose that their device performs a non-surgical lipo-suction. This is very important, I am very athletic and thin and I was aware that I was not a liposuction candidate, by common sense. Cool sculpting docs not describe how their device works. Second, cool sculpting vaguely stales the possibility of indentations in their consent form for candidates seeking to have this procedure done, but fails to disclose that on thin patients without adequate fat mass, there will be a definite, not a possible, a definite and permanent injury where the "indentation" site will be completely empty or structural fat which is flesh and therefore will require fat grafting to restore the tissue and thus thin individuals are not candidates. They fail to disclose that cool sculpting will certainly damage the vital, structural fat which constitutes the flesh of a limb or other area on the body. This is a permanent, life-time, injury to the tissue on thin individuals who do not have excess fat for fat grafting. Fat stores in the hip area on thin women are normal and vital for cardiovascular health. Additionally, their statement that this procedure is for stubborn fat resistant to exercise and diet is highly misleading and urges many thin women like me to consider cool sculpting, again without mentioning that this is absolutely not designed for thin/athletic women.